Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a marksman catheter that encountered high resistance. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the right femoral artery with 7.2 mm diameter. It was noted the patient's vessel tortuosity was normal. It was reported that the stent was delivered through a marksman catheter to the m2 segment of the middle cerebral artery, and approximately 8 mm of the stent was deployed. The operator then slowly pulled the stent back to the internal carotid artery. The operator found that the stent deployment position was not ideal and attempted to retrieve the stent for the first time at the distal end of the internal carotid artery, but the stent could not be retrieved into the marksman catheter despite repeated attempts. The operator suspected that the catheter or the stent might be damaged. The catheter and stent were then removed from the patient together. Outside the patient¿s body, the stent was able to be retrieved into the catheter, although the operator reported that the resistance was still relatively high. The operator then introduced a shapeable microcatheter phenom 27. After positioning, the first catheter (marksman) was used to brace against the proximal end of the phenom 27, and the first stent was delivered to the target position. The stent was successfully deployed through the phenom 27, and the procedure was completed. Catheter resistance was encountered in the distal section of the device. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU.